Event description:
Acct reported an incident in which the "tubing came apart right above the pump chamber" during a blood transfusion. No pt or health care professional injury but account reported "there was a mess with the nurse and blood all over the place. This is a major safety issue."